Event description:
It was reported that air bubbles or gaps were observed in the infusion set tubing during pumping. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer whether levels exceeded 500 mg/dl. The customer resolved the issue by changing the cartridge and resuming insulin, and was educated to use room temperature insulin when filling the cartridge, which they acknowledged and understood.